Manufacturer narrative:
His MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an occlusion alarm on the insulin infusion system, with the caregiver observing a fold in the tubing and unsuccessful priming despite expending 150 units of insulin to fill the tubing; the blood glucose at the time was 246 mg/dl, and the event resolved after changing supplies. Symptoms included hyperglycemia without reported ketone testing or other adverse effects. Outcomes included temporary interruption of insulin delivery and the need for supply replacement and user education. Investigation included customer interview and troubleshooting. Investigation of this case revealed evidence consistent with an infusion set occlusion likely due to kinked or folded tubing. It was concluded that the event was attributable to an infusion set occlusion resolved by replacing the supplies and reinforcing proper setup and priming technique. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.